Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir unable to lock into place, damage (physical or cosmetic). The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported physical damage (scratch) on the pump and that pump is not functioning as designed. No further patient complications were reported. The customer will discontinue to use the insulin pump mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Installed and removed a reservoir with sc1 cap several times prior to testing. The reservoir installed, locked, and could be removed properly. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08735 inches. A sc1 cap locks properly into the reservoir compartment. The following were noted during a physical inspection: minor scratched lcd window, scratched case, cracked buttons (up arrow, down arrow, select) keypad overlay, and stained keypad overlay. Cosmetic damage on the lcd window (scratched) is confirmed. The high bg after insulin delivery not working due reservoir not staying in the pump anomaly is not confirmed the pump passed all functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.